Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient was in fill one of four when they noticed they were filling slowly. Treatment was canceled and upon removing the supplies, it was discovered that fluid was present on the motor pumps in the cassette compartment of the cycler. The patient continued to re-setup using new supplies and reinitiated therapy. Once in fill one, the patient continued to fill slowly. There was nothing noted with the supplies or the setup that could have caused or contributed to the patient filling slowly. A technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the leak was not known and the cassette was not available for evaluation. The patient was able to complete their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.